Event description:
It was reported the pt suffered a wet tap during the insertion of the lead. The physician woke the pt to verify she felt fine. The pt reported feeling no pain other than her normal pain. The physician then attempted the entry site above the original level and completed the case. No symptoms reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.